Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support with an impella device, the automated impella controller (aic) displayed a battery controller error. No additional information regarding the circumstances of the alarm or troubleshooting steps was provided. There were no signs or symptoms of patient injury reported, and no harm was associated with the event.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: not available because product was not returned.